Event description:
A caller reported experiencing a cartridge alarm 20 during the insulin pumping process. The customer's blood glucose level did not exceed 500 mg/dl, remaining within a safe range. After discussing the issue, the caller was assisted by technical support in loading a new cartridge using the correct technique, successfully resolving the problem. The caller was able to resume insulin therapy without further issues.